Event description:
It was reported to boston scientific that the customer had a problem with the separation of the distal end of the catheter. According to the customer: "during withdrawal, the distal end of the catheter [device in question] separated....came off. Could finish ivus portion of the procedure." The pt is reported as fine.

Manufacturer narrative:
A device history record (DHR) review was performed and showed no anomalies related to the complaint. The DHR review showed the lot met all required specifications. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside the distal tip assembly. No fluid was found inside the hub. Kinks were observed in the distal sheath assembly. During image characterization testing, good square image appeared in the systems and the product performed within specification. The distal tip of the distal sheath was broken off and missing including the ro marker when received. A CAPA has been opened to further investigate, establish trending threshold limits and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. Physical damage to the catheter may have occurred prior to, during, or after the procedure. The cause of the kinks cannot be determined. Boston scientific cannot conclusively determine the cause of the user's experience.